Manufacturer narrative:
Correction for b5: the affected quantity was "unspecified", previously submitted as fifty (50). Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from june 01, 2020 - june 05, 2020. H10: five (5) devices were received for evaluation. Visual inspection was performed and identified that the inlet spike was detached from the inlet tubing. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the outer diameter of the tube when it was inserted to the spike during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h10: two actual samples and one companion sample were received for evaluation (previously reported as five (5) actual samples). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike ports of fifty (50) micro-volume inlet (w/large bore spike) detached from the tube. This was identified during filling prior to patient use. There was no patient involvement. No additional information is available.